Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection less than one hour was confirmed. Signal loss up to one hour is within specification; the device operated within expected performance. A probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, additional information became available. The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test, pairing test with the (B)(4) bluetooth device, global transmitter final functional test and the data file was reviewed. The reported allegation was confirmed via data but could not be reproduced with the returned product. The probable cause could not be determined post investigation.